Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.